Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit containing various components including one ars and introducer needle assembly for investigation. Initial visual analysis did not reveal any defects or anomalies. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. The returned ars only contained one valve. The distal valve and spacer were not present in the assembly. Visual examination of the proximal valve did not reveal any defects or anomalies. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The syringe was unable to successfully draw and aspirate water with the returned introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev 4) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed on the reported batch and a relevant finding was identified. A non-conformance was initiated for batch 71c16l1128 related to ars leaks. However, the lot number of the sample received was different, so this finding is unlikely to be related to the returned sample. A device history record review was performed on the batch of the sample received, and no relevant findings were identified. The IFU provided with this kit states the following: "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The customer report of an ars leak was confirmed by complaint investigation of the returned sample. The ars was missing one bi-lateral valve and spacer which likely caused the leak. Based on the condition of the sample received, manufacturing caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.